Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. During evaluation of the device, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to maintenance deficiency. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the battery reciprocator device was making noise. During in-house engineering evaluation, it was determined that the device motor had an unusual grinding noise, corroded gears on the motor and gearbox and electronic control unit contacts. It was also determined that the device failed pre-test for check saw quick coupling, check saw head ratchet pretest and failed low oscillation frequency. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.